Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on during the morning check of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly and determined that the cause of the reported issue was an electrical short of 538 ohms between pins 25 and 23 of pcb-mounted jack connector designator j31. This prevented the device from powering on or off using the power button.  Additionally, the device could only cycle power by removing and reinstalling the batteries.